Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A worn lead was the suspected cause of the event. A revision procedure was performed, the rv lead was inactivated and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.